Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced air in the line of a homechoice cassette without an alarm. This occurred at an unspecified step of automated pd therapy. The caregiver (cg) stated the cassette ¿looked like it was tangled up in the packaging, which caused the patient to get air in the patient line while untangling for use¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2018-07120. All relevant information will be captured under 1416980-2018-07120. Should additional relevant information become available, a supplemental report will be submitted.